Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(4) has been listed in sections as (B)(4) is an OEM manufacturing site. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd vacutainer® safety-lok¿ blood collection set ¿the users of the blood collection system complain about serious blood leakage from the cannula (which penetrates the tube) during a blood sampling procedure. This happens because the sleeve doesn't return to the proper position in order to cover the cannula and stop the blood flow, during the switching of the tubes.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from inventory for evaluation and upon completion, the customer's indicated failure mode for sleeve leakage was not observed. Sleeve function testing was conducted on the retention samples, and all samples met the required specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for sleeve leakage with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.